Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).